Event description:
The customer's father reported that the insulin pump got wet and was alarming button error. The insulin pump was also vibrating without an alarm or alert. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture was found on the electronics, motor, battery tube, and vibrator assemblies during visual inspection. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, and missing end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.